Event description:
A hospital in (B)(6) reported that there was water leakage at the connection between the feedset tube and the bag spike of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We currently endeavouring to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was connected to a water bag for testing. Results: during performance testing of the chamber small drops of water began to build up at the connection between the water feedset tube and spike. Sufficient glue was found to be present around the spike tubing connection, but that the glue was only partially bonded. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" (B)(4).

Event description:
A hospital in (B)(4) reported that there was water leakage at the connection between the feedset tube and the bag spike of an mr290 autofeed humidification chamber. This was found prior to patient use.